Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. A review of the device history record (DHR) was not performed as no lot number was provided. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. A report was received stating that the eclipse pumps finished earlier than the expected 46-hours. The device finished earlier than expected. When the healthcare providers put an empty syringe to the center chamber, there was no medication remaining to infuse. No additional information was provided.